Manufacturer narrative:
H6 evaluation conclusion codes: corrected to 'adverse event related to procedure' from 'no problem detected'. Device eval by MFR: upon receipt at our post market quality assurance laboratory, this .035 interlock coil was thoroughly analyzed. Visual examination revealed that the main coil was bent and stretched at arm coil, zap tip and primary coil section. The arm coil and zap tip were detached. Functional testing could not be performed as the main coil and pusher wire were not interlocking. Dimensional analysis revealed no damage or irregularities.

Event description:
Reportable based on device analysis completed on 21may2024. It was reported that the coil could not be deployed. An .035 interlock coil was selected for use in a splenic embolization procedure. During the procedure, the .035 interlock could not be deployed. The coil was removed and exchanged for a new coil and microcatheter. The procedure was completed. There were no patient complications. However, device analysis revealed the coil was detached.

Manufacturer narrative:
Device eval by MFR: upon receipt at our post market quality assurance laboratory, this .035 interlock coil was thoroughly analyzed. Visual examination revealed that the main coil was bent and stretched at arm coil, zap tip and primary coil section. The arm coil and zap tip were detached. Functional testing could not be performed as the main coil and pusher wire were not interlocking. Dimensional analysis revealed no damage or irregularities.

Event description:
Reportable based on device analysis completed on 21may2024. It was reported that the coil could not be deployed. An .035 interlock coil was selected for use in a splenic embolization procedure. During the procedure, the .035 interlock could not be deployed. The coil was removed and exchanged for a new coil and microcatheter. The procedure was completed. There were no patient complications. However, device analysis revealed the coil was detached.